Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# h815878701 serial#, implanted: 2012 (B)(6), explanted: product type catheter product ID, 8591-38 lot# d29217 serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# h815878701, explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional infomation indicated that the pump was explanted on (B)(6) 2012 per patient's request. The sysmptom was irritation. The pa tient's outcome was unknown.

Event description:
It was reported that 2-3 days following a pump implant, the patient had received pain relief however, experienced "new" radicular pain down the right leg. The patient was admitted to the hospital due to the pain and other neurologic deficits including bowel and bladder problems. A MRI with contrast was done and nothing abnormal was noted. Healthcare providers (hcp) considered programming the pump to minimum rate, a catheter dye study and possibly catheter revision. It was also reported that when the patient used her personal therapy manager (ptm) she would experience a burning sensation in her back and no pain relief. The pump was filled with saline and a bridge bolus was programmed over 54 hours. The hcp considered refilling the pump with drug after the saline had gone through. The patient's original pain returned. It was noted that during the implant, the physician had difficulty accessing the intrathec al space and an anesthesiologist had to help. The entry was l2-l3. It was later reported that the patient returned to the operating room (or) the day prior to the report and 12cm of the spinal segment of the catheter was removed. The pump was set to minimum rate mode with preservative free saline. Further plans were unknown. The device system currently contained saline and previously delivered prialt (ziconotide). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information confirmed that during implant procedure, prialt was started at a dose of 1mcg/day (0.042mcg/hr.). On (B)(6) 2012, the patient was admitted to the hospital for the previously reported radicular pain down her right leg, burning sensation in her back and for the loss of bowel and bladder functions. On (B)(6) 2012, prialt was discontinued and the pump filled with saline only. The patient symptoms continued. The patient had increased pain to her legs and at catheter site. On (B)(6) 2012 the patient returned to the operating room (or). The cause of the event was due to the pain and catheter dislodgement/migration was reported at the distal spinal segment. The catheter was removed on (B)(6) 2012. The next day on (B)(6) 2012, the patient symptoms completely resolved and the patient recovered without sequelae. It was concluded that all the patient symptoms were related to the surgery and not the drug prialt.

Manufacturer narrative:
(B)(4).